Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net transmission. The transmission showed lead noise on the right ventricular lead. The patient was brought into the clinic, but declined any further intervention for the lead. There were no adverse consequences to the patient and the patient was in stable condition.